Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range right atrial (ra) impedance measurements, which caused a lead safety switch. Then noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted due to myopotential oversensing. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.